Manufacturer narrative:
Suspect device was received on november 23, 2020. Device evaluation completed on december 6, 2020. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed (B)(6) 2021 during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 25, 2021 additional information received indicated that the patient also experienced bilateral ptosis. The patient stated that the breasts are too loose, and feel detached from the rest of her body. She would like to be held more upright with more upper role fulness and more of a lifted look. As a result, the patient underwent bilateral mastopexies with capsulectomy of the right side and bilateral replacement as follow right replaced with cat#: 3504254bc, sn#: (B)(6), and left replaced with mentor silicone 375cc ( unknown cat#, and sn#:) on (B)(6) 2020. This report relates to the right prosthesis. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:baker¿s grade iii capsular contracture. (B)(4).

Event description:
It was reported that a caucasian female patient who underwent breast augmentation revision with a mentor memorygel, 400cc silicone prosthesis experienced right sided baker¿s grade iii capsular contracture post procedure. A physical consultation was performed by a physician and capsular contracture was diagnosed. As a result, an explant scheduled on (B)(6) 2020.